Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. On (B)(6) 2017: during a follow-up, the customer stated that no additional occlusion alarms had occurred since using a new box of cartridges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 167 mg/dl. Reportedly, the customer uses apidra insulin in their cartridge. An infusion set type change was performed to address the occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.